Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. An emerge balloon catheter was being used inside a guide catheter to trap a guide wire from losing position in the vessel. The balloon ruptured when taken over 13atms. There were no reported patient complications.